Event description:
It was reported that bicarb and mesna leaked from the bd maxzero¿ needleless connector during the etoposide infusion. The following information was provided by the initial reporter: "patient has a port-a-cath with IV bicarb and mesna infusing through one lumen. I hung ifosfamide and etoposide, which are f chemotherapy agents, to infuse through the other lumen. A few minutes later, the lumen running the bicarb and mesna started leaking from the site where the IV tubing connects to the blue cap. It appeared to be a problem with the blue cap, so I changed the cap, but it still leaked. I informed charge nurse, and we assessed the issue together. The issue appeared to be too much volume for the blue cap to handle. The bicarb was already infusing at 100cc/hr and mesna was infusing at 25cc/hr. When I hung the chemo, the etoposide was programmed to infuse at 530cc/hr and the ifosfamide at 91cc/hr. When I reduced the rate of the etoposide to 350, the leaking stopped. However, it took the etoposide infusion longer to complete due to the reduced rate. The patient reported that the same thing happened the previous night right after the chemo was hung. This appears to be a recurring problem with the new blue caps. Another nurse stated he had the same issue with 2 of his patients on a previous shift. A second nurse also stated that she had the same issue on a previous shift."

Manufacturer narrative:
H.6. Investigation: a complaint of leakage at the connection site of the maxzero and the infusion set was received from the customer. 6 samples and a set from a different company were returned for investigation. Through visual inspection, no defects or damages were seen on the connectors. Samples were flushed and no leakage was observed. Each sample was connected to a primary set (2420-0007) and infused at a rate of 530 ml/hr to recreate the customers situation. No leakages or issues were observed during infusion. An infusion could not be performed with the set returned because it was not compatible with the pumps in the lab. The samples were then primed with the returned non-bd set and leakage was at the connection site of the maxzero and the sets luer. A potential lot was provided by the customer. A device history record review could not be performed on model mz1000-07 because an invalid lot number was provided by the customer. The root cause for the leakage seen was determined to be the returned non-bd infusion set. It is possible that a complete seal cannot be achieved between the two components and at the high infusion rate leakage occurs. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bicarb and mesna leaked from the bd maxzero¿ needleless connector during the etoposide infusion. The following information was provided by the initial reporter: "patient has a port-a-cath with IV bicarb and mesna infusing through one lumen. I hung ifosfamide and etoposide, which are f chemotherapy agents, to infuse through the other lumen. A few minutes later, the lumen running the bicarb and mesna started leaking from the site where the IV tubing connects to the blue cap. It appeared to be a problem with the blue cap, so I changed the cap, but it still leaked. I informed charge nurse, and we assessed the issue together. The issue appeared to be too much volume for the blue cap to handle. The bicarb was already infusing at 100cc/hr and mesna was infusing at 25cc/hr. When I hung the chemo, the etoposide was programmed to infuse at 530cc/hr and the ifosfamide at 91cc/hr. When I reduced the rate of the etoposide to 350, the leaking stopped. However, it took the etoposide infusion longer to complete due to the reduced rate. The patient reported that the same thing happened the previous night right after the chemo was hung. This appears to be a recurring problem with the new blue caps. Another nurse stated he had the same issue with 2 of his patients on a previous shift. A second nurse also stated that she had the same issue on a previous shift."